Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this left ventricular (lv) lead had an infection. Additional information indicates that the system was explanted due to infection and erosion with sepsis. The patient was treated with intravenous antibiotics. The lv lead was explanted. No additional adverse patient effects were reported.